Manufacturer narrative:
(B)(4) ¿ infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent discectomy on an unknown date and topical skin adhesive was used. Approximately two to three weeks post-op, the patient presented with a wound infection at the surgical site. The patient was treated with IV antibiotics. Additional information has been requested.